Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional mitraclip device referenced is being filed under a separate medwatch reports.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds 80515u115) was advanced to the mitral valve; however, the clip became caught in the chordae and could not be removed; therefore, grasping was performed and the clip was implanted on the leaflets and the chordae. Two additional clips were deployed, reducing the mr to 3. A fourth clip (80802u217) was implanted; however, after deployment, the clip detached from the anterior leaflet, and remained attached to the posterior leaflet (slda). No further clips were attempted. Four clips were implanted, reducing mr to 3. There was no clinically significant delay in the procedure and the patient was confirmed to be stable. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.